Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an "apply sample" message on their one touch mini meter. The patient mentioned that a week prior to contacting lfs, the patient obtained an "apply sample" on their one touch mini meter. Last week, the patient mentioned that she developed symptoms of shaking, nausea, sweating and blurred vision. The patient self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. The alleged issue was not resolved. The complaint is being reported since the patient alleged that due to the apply sample message, she was unable to test and later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.

Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.